Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that a patient presented in clinic for a post-op follow-up. R-wave amplitude decreased and measured low. Lead dislodgment was noted. The lead was explanted when an attempt to reposition the lead was unsuccessful. The patient tolerated the procedure well.